Event description:
This product is slowly falling apart. I went from walking to a wheelchair in less than two years. I should have kept the biomet; but changed to zimmer. Which by the way was bought by zimmer. Problems: popping sounds, instability, 24 hours pain, ultimate failure.